Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed adhesive peeling around the objective lens could not be determined, however, the issue was likely due to repetitive use stress, chemical stress and or user handling/mishandling. The event may be detected/prevented by following the instructions for use section below: operation manual chapter 3 preparation and inspection section 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited adhesive around objective lens is peeled . There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to a dent on distal end, water tightness is lost, due to a pinhole on the bending section cover, water tightness is lost and due to a cut on universal cord, water tightness is lost. In addition, due to wear of angle wire, bending angle in up direction does not meet the standard value and due to damage on charged coupled device unit, the image has white dots. The investigation is ongoing a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.